Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed battery failed test. Customer cannot recall the blood glucose reading. Troubleshoot was not perform for failed battery test. Customer also reported software error alarm. Troubleshoot was performed for software error alarm. Customer stated software error did not occur during rewind,load and fill tube process. Customer stated bolus was recorded but the error table indicate to replace the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device powered up properly after battery installation, it was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Power management tool confirmed the unloaded voltage and loaded voltage were within specifications. Pump error 53 found in the pump history due to software error. The device was received with minor scratches on lcd window.